Manufacturer narrative:
The reporter's strips of lots 40965215 and 45391813 were returned for investigation. Further investigation was not possible as the stips were expired. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. The alleged result of 1.7 inr was observed in the meter's patient result report, but 1.7 inr was only observed to be obtained with strip lot 40965215. The customer had alleged they received 1.7 inr with a different strip lot. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) using two lot number of test strips. Strip lot 45391813 has an expiration date of 31-aug-2021 and strip lot 40965215 has an expiration date of 31-jan-2021. The meter result was read 1.7 inr. The repeat result using another strip lot was 1.7 inr again. The result from a laboratory using an unknown reagent was 2.3 inr. The therapeutic range was 2.0-3.0 inr and testing was done monthly.